Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included goiter, anxiety state, seasonal allergic rhinitis and endometriosis. Concomitant products included estrogens conjugated (premarin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter information, other relevant history, product information, concomitant drug, events- abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. B63031-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included goiter, anxiety state, seasonal allergic rhinitis and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin), estradiol, estrogens conjugated (premarin), lamotrigine (lamictal), medroxyprogesterone acetate (depo provera) and trazodone. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headache"). In 2018, the patient experienced bladder prolapse ("bladder falling out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal pain, migraine, headache and bladder prolapse outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices with bilateral fallopian tube occlusion.. Most recent follow-up information incorporated above includes: on 23-jan-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included goiter, anxiety state, seasonal allergic rhinitis and endometriosis. Concomitant products included bupropion (wellbutrin), clonazepam (klonopin), estradiol, estrogens conjugated (premarin), lamotrigine (lamictal), medroxyprogesterone (depo provera) and trazodone. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2013, the patient experienced migraine ("migraines") and headache ("headache"). On (B)(6) 2013, the patient had essure inserted. In 2018, the patient experienced bladder prolapse ("bladder falling out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal pain, migraine, headache and bladder prolapse outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Events: bladder or urinary problems or changes: bladder is falling out, migraine, headache, device monitoring procedure not performed were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. B63031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included goiter, anxiety state, seasonal allergic rhinitis and endometriosis. Concomitant products included bupropion hydrochloride (wellbutrin), clonazepam (klonopin), estradiol, estrogens conjugated (premarin), lamotrigine (lamictal), medroxyprogesterone acetate (depo provera) and trazodone. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headache"). In 2018, the patient experienced bladder prolapse ("bladder falling out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, abdominal pain, migraine, headache and bladder prolapse outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, bladder prolapse, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices with bilateral fallopian tube occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (b)(64), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.